Event description:
Report received of the device switching to the primary programming before the secondary volume to be infused (vtbi) was complete. Line a was programmed to deliver normal saline at an unspecified rate with an unspecified vtbi. Line b was programmed to deliver blood in the piggyback mode at a rate of "either 120ml/hr or 125ml/hr" with an unspecified vtbi and the delivery was started. After an unspecified length of time, the nurse noted that the normal saline on line a was being delivered; however, the programmed vtbi on line b was not complete. The nurse reprogrammed vtbi on line b to deliver in the piggyback mode at an unspecified rate with an unspecified vtbi and the delivery was restarted. After an unspecified length of time, the nurse again noted that the normal saline on line a was being delivered and that the programmed vtbi on line b was not complete. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required.